Event description:
The 0.014" safe-cross rf crossing wire was used in an attempt to cross a total occlusion in the right sfa. The lesion was about 10 cm in length with no presence of calcium. The procedure was performed from the left femoral artery using a beacon sheath (cook medical products) and a 0.035" quick cross support catheter (spectranetics) to go up and over the illiac bifurcation. A glidewire (terumo) was placed through the support catheter to gain proximal position on the lesion. The glidewire was exchanged for the 0.014" safe-cross wire. The safe-cross wire was able to successfully cross the lesion utilizing only a few bursts of rf energy. After the 0.014" safe-cross wire gained distal position, the quick cross catheter was advanced through the lesion. As the physician was removing the safe-cross wire he felt some resistance and then noticed that the distal tip of the wire was left in the pt. The tip was snared and was successfully retrieved from the pt. It appeared that the wire separated about 10cm proximal to the radiopaque marker. A kink was noted in the beacon sheath at the point where the wire separated. The lesion was subsequently debulked and ballooned with a successful outcome. The physician did not anticipate any adverse sequelae.